Event description:
The user facility reported that the cardioplegia line was very stiff and slipped off of the y connector barb on line 1a. This occurred during bypass the user was unable to determine how much blood loss was associated with the incident. It was reported that 9 units of rbc were transfused as well as some platelets and ffp. Per clinical review it was estimated that the disconnect would have attributed to 1 unit of the transfusion. The user also reported there was delay to the procedure for several minutes as they came off bypass to reconnect the line. The user did not change out the product but reconnected the user made connection. The user also reported that the patient was awake and talking the next day.

Manufacturer narrative:
No sample was returned for evaluation. A lot number was provided by our customer. The incoming raw material inspection results were reviewed as well as the device history record and there were no issues noted. The cardiovascular procedure kit's instructions for use indicates that the tubing be pushed over the second barb and tie banded. The customer did not tie band the connection. The tubing pack specifications were reviewed with the customer. The customer has elected to adjust the durometer on the tubing to decrease the stiffness and pre-connect this connection point.